Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 208 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was offered trouble shooting but the customer declined. The customer stated that they had an appointment with a health care provider and will ask them about the issue. No further information was provided.